Event description:
It was reported that the patient passed away unexpectedly on 2013-(B)(6). Her death was not believed to be system related; the cause of death was pending investigation. An autopsy was done and the device was explanted. The pump and catheter (in pieces) were returned for analysis. Drug delivered via the device was remodulin 10mg/ml at a daily dose of 8.474mg/day.

Manufacturer narrative:
(B)(4): analysis of the pump concluded overinfusion, undetermined root cause. The pump logs gathered with no anomalies noted. Dispense accuracy testing at 300 ul/day graph displayed an over infusion. Infusion accuracy testing was performed and the pump passed the test passed for accuracy.